Manufacturer narrative:
Review of camera images: crrid lot id118. Cells 8 and 14 are k positive. The remaining cells are k negative. The echo generated positive results for all of the cells. Cell 8: echo result=2+ well score=40 visual review of image: moderate degree of adherence/loosely formed red cell button. Cell 14: echo result=2+ well score=50 + well score=40 visual review of image: moderate degree of adherence/loosely formed red cell button. Positive control=3+ well score=80 negative control=0 well score=0 sample was re-tested with crrid lot id121: cells 2,5 and 8 are k positive. The remaining cells are k negative. The echo generated negative results for all of the cells: cell 2: echo result=negative well score=0 visual review of image: no adherence seen. Cell 5: echo result=negative well score=1 visual review of image: no adherence seen. Cell 8: echo result=negative well score=0 visual review of image: no adherence seen. Positive control=4+ well score=100 negative control=0 well score-0. Confirmed the reactivity of the k antigen on retention crrid id121 using anti-k. Customer did not sent specimen for investigation testing.

Event description:
Customer reported unexpected negative results when testing patient sample with capture-r ready ID (crrid) on the echo. Crrid was tested on the echo twice, each time with different lot number. The echo generated positive results for all cells upon initial testing. The echo generated negative results for all cells when sample was re-tested.